Event description:
Boston scientific received information from another manufacturer's field representative that this implantable cardioverter defibrillator (ICD) was in storage mode. Boston scientific technical services (ts) discussed no therapy available in storage mode. A device replacement was planned. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.